Manufacturer narrative:
Due to character limitations, e1 (event site name) is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during clinical use that the cardiosave intra-aortic balloon pump (iabp) pumping stopped unintentionally. There was no harm reported.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site address is (B)(6). E1 event site telephone is (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11, g1 (contact person ¿ mfg site). Corrected field : e1 ( event site address , event site telephone , initial reporter). A getinge field service engineer (fse) confirmed that the customer did not request inspection or repair of the device. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.